Event description:
Customer allegedly received the following results, with two different roche meters, within 1 minute: 1) 58 mg/dl (aviva) and 157 mg/dl (advantage) 2) 119 mg/dl (aviva) and 252 mg/dl (advantage) sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Reviewed storage and handling, dosing, and technique - customer sometimes does not do hand prep; strips are stored in old comfort curve vial with a slit in the cap and the desiccant removed. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system. (B)(4)